Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one blood donor tested with hiv combi pt on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample was tested twice with the hiv combi pt assay on the e 601 analyzer, resulting with values of (B)(6). The same sample was tested twice with the hiv duo assay on a second unknown roche elecsys analyzer on (B)(6) 2019. The first run results were: hiv duo = (B)(6), hivag = (B)(6), ahiv = (B)(6). The second run results were: hiv duo = (B)(6), hivag = (B)(6), ahiv = (B)(6). The same sample was tested using hiv nucleic acid testing (nat) and the result was (B)(6). No adverse events were alleged. The serial number of the e 601 analyzer is (B)(4).

Manufacturer narrative:
Two samples were returned for investigation. The calibration and qc data are within specified ranges. The customer¿s results were confirmed. However, further investigation determined the sample was false reactive in the hiv duo assay because the hiv ag confirmatory was negative. The correct non-reactive result was shown on the hiv combi pt assay. The investigation did not identify a product problem. The cause of the event could not be determined.